Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error or pump error were noted during testing. Unit received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were doing a correction when the insulin pump suddenly crashed. They followed the prompts and it said that it lost all the readings. It also said that the reservoir and tubing were empty. The insulin pump had shut off due to an alarm. Troubleshooting was performed. They programmed a normal bolus into the air. It was not recorded in the daily history. They programmed another normal bolus into the air and it was recorded in the daily history. The customer's blood glucose level was around 310 mg/dl to 329 mg/dl. They were unable to treat yet due to the insulin pump stopping. The customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump was returned for analysis.